Event description:
Customer reported experiencing low blood glucose of 38 mg/dl, treated with juice and glucagon. Experienced low blood glucose for 20 to 30 minutes. Current blood glucose was 119 mg/dl before dinner. Customer was not wearing the sensor at the time of the low. He stated he does work out quite a bit. Customer over bloused for food he ate. Customer declined troubleshooting, stated event occurred due to him and not the functionality of the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.